Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose level of 33 mg/ml. The customer experienced low blood glucose levels since the time of the event and the sensor did not alert her about her low blood glucose levels. The customer also reported that the sensor glucose and blood glucose value difference were not within an acceptable range. The product was not returned. Nothing further to report.